Manufacturer narrative:
Investigation summary: evaluation revealed the long nail kit r2.0, ti, right to be the primary product. Associated products target device and nail holding screw were not returned for investigation as their function was proved by the sales representative. A review of the manufacturing / inspection records revealed no discrepancies. The device was documented as faultless prior to distribution. Evaluation did not reveal any discrepancies in material or manufacturing. The reported event could not be confirmed or reproduced. The exact root cause could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Referring to available information a more precise statement was not possible from a technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.`

Event description:
It was reported that a gamma nail, art. 3225-0400s lot. K04c3dc, was implanted with collum screw and distal locking screws. When the customer tried to disconnect the nail targetting arm ( 1320-0111), the nail holding screw (1320-0090) got stuck in the gamma nail. He had to remove the distal locking screws, collum screw and nail. He opened a new instrument set and implanted another nail with a different size, because they only had available one 11x400mm nail and that nail was still attached to the targetting arm. The sales rep reports that he checked the nail holding screw and targetting arm in (B)(6) hospital and everything works well when he attached a demo gamma nail on the targetting device. He also tried to assemble the gamma nail, which was involved in this event, on another holding screws and targetting arm and this worked fine. The customer further reports that more costs had to be made because he had to open two nails and extra screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma nail, art. 3225-0400s lot. K04c3dc, was implanted with collum screw and distal locking screws. When the customer tried to disconnect the nail targetting arm ( 1320-0111), the nail holding screw (1320-0090) got stuck in the gamma nail. He had to remove the distal locking screws, collum screw and nail. He opened a new instrument set and implanted another nail with a different size, because they only had available1 11x400mm nail and that nail was still attached to the targetting arm. The sales rep reports that he checked the nail holding screw and targetting arm in vumc hospital and everything works well when he attached a demo gamma nail on the targetting device. He also tried to assemble the gamma nail, which was involved in this event, on another holding screws and targetting arm and this worked fine. The customer further reports that more costs had to be made because he had to open two nails and extra screws.